Manufacturer narrative:
A sample product was not returned for analysis. The product was not returned for analysis product history records were reviewed documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that 2 months after a multifocal intraocular lens (iol) was implanted, it was exchanged for a monofocal lens due to patient having poor wavy vision and best corrected vision was also considered poor. Additional information was requested.